Manufacturer narrative:
Concomitant products: sedr01 ipg implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. Undersensing was noted on the right ventricular (rv) lead on current electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.